Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation was received on oct 20, 2017 with lot number 612584. Visual analysis was performed which identified fold creases, wear abrasion, yellow particles inside device and an opening on posterior. Leak test was performed which identified four openings on devices. Microanalysis identified a smooth opening on crease assessed as fold flaw opening, non-penetrating nicks on anterior with striated edge assessed as surgical tool scratch like, two openings on anterior and an opening on diaphragm valve fill channel all these with striated edge consistent with the used of a surgical tool like scalpels, surgical scissors or a surgical needle assessed as surgical damage. Based on the device analysis the final assessment is: crease smooth assessed as fold flaw opening. Three openings due to surgical damage.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.